Event description:
This pt was admitted for elective coronary intervention angiography revealed a de novo, long (37mm), bifurcating, calcified, flexion, type c lesion in the proximal through mid lad (2.5mm diameter). 10,000 units of heparin were administered via IV. Pre-dilation was conducted with a 2.5 x 18mm balloon inflated to 8atm for 30seconds. A 2.5 x 18mm cypher stent was deployed in the mid-lad to 12atm for 30seconds. A seconds, overlapping the first cypher at the proximal end. Post-dilation was conducted with a 2.5 x 20 mm balloon inflated to 11atm for 60 seconds. Ivus was conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 6-8%. Act's were not measured. The pt was released on aspirin and ticlidine year later, the pt returned for a scheduled follow-up however, the pt had a fever of unk origin and the procedure was postponed for ten days. When the pt returned for the procedure, she complained of chest pain. An ECG demonstrated st depressions in leads v2-5. The pt was sent for an echocardiogram and a thrombus was suspected. Repeat angiography revealed that the cypher stents implanted in the proximal to mid-lad appeared hazy. Heparin was administered. Ivus was conducted and a throm bus was observed within the stented segment. The thrombus was treated with aspiration thrombectomy and repeat balloon angioplasty was treated with aspiration thrombectomy and repeat balloon angioplasty with a 2.5 x 12mm balloon inflated to 18atm and a 2.75 x 10mm balloon inflated to 14atm. The pt wa continued on and, ticlid, angiography confirmed that the stented segment was patent and showed no evidence of thrombus.